Manufacturer narrative:
(B)(4). Batch r5956e. Additional information received: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. No patient consequences has happened. Investigation summary: the analysis found that one ec45al device was returned with no apparent damage and with no cartridge reload present. In addition, the knife was noted to be partially advanced into the anvil, thus the device would not closed. No functional test was performed due to condition of the device. While no conclusion could be reach as to how the knife was partially advanced, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a low anterior resection, after firing when trying to open the gun it was stuck in the tissue and was not opening. Pushed the closing trigger from outside and open the jaw. Found the defect in the first case. There were no adverse consequences for the patient.